Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and there was blood on all conductors. The analyst commented that the guidewire insertion test failed. Destructive analysis found blood obstructed in the distal and proximal conductors. (B)(4).

Event description:
It was reported that upon re-inserting the lead into the guide catheter for repositioning during implant, the guidewire was not able to be advanced beyond the lead tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.